Event description:
It was reported that the pump was alarming. Telemetry confirmed that the alarm was due to a motor stall. The stall was constant and occurred on (B)(6) 2013 at 22:43. The patient was at home. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient was experiencing pain. The motor stall did not recover. The pump was replaced. The patient was doing good following the replacement and receiving effective therapy.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 85 90-1, lot# n083575, implanted: 2006 (B)(6); product type accessory . (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the cause of the stall was unknown and it was a ¿hard stall.¿